Event description:
The hospital reported that the seal did not open. A replacement device was used to complete the case. No patient complications occurred.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.